Event description:
It was reported that the user had discomfort, sometimes painful, from two large bolts on a powered wheelchair leg rest. Additional information was requested, but is not available at this time.